Manufacturer narrative:
This report is being submitted for an update on the date of event and additional information received from customer. New information received that the date of event was 11/27/2023. Initially it was reported, 1/22/2024. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that the patient was impacted but no additional information provided.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported, the camera head malfunctioned. The issue occurred prior to an unspecified procedure and noticed e226 scope communication error and there was no image on the monitor screen. The procedure was completed using a similar device. There were no reports of patient harm.